Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the device displayed no image, an electrical continuity error due to water invasion, damaged bending cover, damaged light guide bundles, indentations on the light guide tube, a large amount of infusion in the device, and all switches did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope cannot be recognized. The issue was found during reprocessing. The previous procedure was a diagnostic bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image/error 315 issue could not be determined, however, it is likely that the issue was the result of water leakage causing electronic component failure during user handling. The event may be reduced or detected/reduced or prevented by following the instructions which state: ¿- inspection of the endoscopic image¿ ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.